Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report g5 application screen froze on (B)(6) 2016. The patient reset the smart phone and the issue was resolved. No injury or medical intervention was reported.